Event description:
Journal reference: jhas s, tuli s. Intrathecal catheter-tip inflammatory masses: an intraparenchymal granuloma. J neurosurg spine. 2008; 9(2): 196-199. The authors report the case of a woman who presented with an intraparenchymal granuloma in her lower thoracic spinal cord. On imaging studies, there was an intramedullary enhancement at the left dorsal aspect of the cord immediately adjacent to the tip of an intrathecal arachnoid catheter used for intraspinal drug therapy. There was a granulomatous component that extended into the spinal cord. A 5-mm caseating chalklike granuloma was carefully dissected away. The concentration of morphine and the daily dose seem to contribute to the formation of catheter-tip granulomas. To the authors' knowledge, this is the first reported case of an intrathecal catheter-tip granuloma growing inside the spinal cord parenchyma. Reportable event: when the pt presented to the emergency department, she had had progressive lower extremity weakness over a 2- to 3-year period, markedly worse over the previous 3 weeks with left leg weakness and a 2-day history of urinary incontinence. Thoracic spine mr imaging revealed a tz weighted focal intramedullary enhancement at the left dorsal aspect of the cord immediately adjacent to the tip of the arachnoid catheter. The mass measured about 5 mm in diameter and was surrounded by edema extending cephalad to the mid t-8 level and caudal to the level of t12-l1. After removal her pain was well managed.

Manufacturer narrative:
Results: other= catheter. See scanned pages.